Manufacturer narrative:
(B)(4). Batch #unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
Title: comparison of bipolar electrosurgical devices for use in gynecologic laparoscopy. Authors: ginn dn,1 shiber l-d,2 jan ag,1 biscette sm,1 gaskins jt,3 bowman bw,4 pasic rp.1. Citation: abstracts / journal of minimally invasive gynecology. 2016; 23: s1¿s252 doi: https://doi.org/10.1016/j.jmig.2016.08.101. The objectives of the study was to compare 2 laparoscopic bipolar electrosurgical devices used in total laparoscopic hysterectomy (tlh). An articulating advanced enseal bipolar device (ethicon) and an electrothermal bipolar vessel sealer were analyzed for differences in surgical outcomes and perioperative complication rates. A total of 140 patients completed the study. Of which, 70 patients (age: 41.6 ± 6.9 years; bmi: 35.6 ± 10.1) were randomized under the enseal group and 70 patients were randomized under the ligasure group. In the enseal group, reported complications included any complications (n-1) and device failure (n-10). The articulating advanced bipolar device was shown to have a statistically-significant increase in surgeon-perceived workload and rate of device failure when used in tlh.